Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd plastipak¿ 50 ml catheter tip syringe experienced a broken safety mechanism. The following information was provided by the initial reporter: the syringes would break easily and can only be used for 1 day. She already had the syringes before and could use them for several days. The defect did not lead to leakage. The treatment plan did not need to be adjusted. The defect does not affect the dose administered. It has not resulted in any serious injury. It is very annoying to pull them up when you do not have any strength, this was not a problem with the previous boxes. There was no need for medical treatment. Only probe food and water are used in the syringes.

Event description:
It was reported that the bd plastipak¿ 50 ml catheter tip syringe experienced a broken safety mechanism. The following information was provided by the initial reporter: the syringes would break easily and can only be used for 1 day. She already had the syringes before and could use them for several days. The defect did not lead to leakage. The treatment plan did not need to be adjusted. The defect does not affect the dose administered. It has not resulted in any serious injury. It is very annoying to pull them up when you do not have any strength, this was not a problem with the previous boxes. There was no need for medical treatment. Only probe food and water are used in the syringes.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/1/2020. H.6. Investigation: two used samples were provided to our quality team for investigation. Upon inspection, it was observed the syringe was used several times and was difficult to move the plunger. A device history review was performed for the reported lot 1907281, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. As per the unit packaging, this is a single use device. Based on our investigation we were not able to identify a manufacturing defect with the product therefore a root cause related to our manufacturing process cannot be established.